Event description:
Olympus was informed that during a unspecified procedure, the teflon pad was detached from the grasping section of the device. The intended procedure was successfully completed using another similar device. There was no pt injury reported. Olympus has followed up with the user facility to obtain additional info regarding the reported incident, but limited info was provided.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.